Event description:
A hospital in (B)(6) reported via our distributor that an rt204 adult dual heated breathing circuit "was not heating up" during patient use. No patient consequences were reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: a heater wire resistance test was carried out using a multimeter on the complaint device. Results: the performance test revealed that the heater wire resistance of both inspiratory and expiratory limbs was within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. (B)(4).